Event description:
Reportedly, during a follow-up performed on (B)(6) 2015, ventricular pacing failure as well as ventricular oversensing was observed. Ventricular threshold obtained during the pacemaker check was 1.25v, r wave amplitude was over 10mv and impedance was 354ohms. In aida lead measurement section, ventricular lead impedance was around 400ohms most of the times, but low impedance around 100 ohms was intermittently recorded. Due to the decrease of lead impedance, the physician suspected an electrical leak due to insulation damage.

Manufacturer narrative:
.

Event description:
Reportedly, during a follow-up performed on (B)(6) 2015, ventricular pacing failure as well as ventricular oversensing was observed. Ventricular threshold obtained during the pacemaker check was 1.25v, r wave amplitude was over 10mv and impedance was 354ohms. In aida lead measurement section, ventricular lead impedance was around 400ohms most of the times, but low impedance around 100 ohms was intermittently recorded. Due to the decrease of lead impedance, the physician suspected an electrical leak due to insulation damage.